Manufacturer narrative:
A partial lead with the connector pin measuring 8.1 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6)2017 and expired on (B)(6)2017. During the hospital stay, the device was reprogrammed to enable anti-arrhythmic therapy. The patient received appropriate shock therapy for monomorphic v-tach; patient was converted to sinus rhythm. On (B)(6)2017 the following physician was consulted. Diagnosis of consultation was right lower cellulitis. No additional information was available. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death was reported to be natural causes.